Manufacturer narrative:
This is the final report.

Event description:
A report was received that the pt would undergo a lead revision due to pain at the mid-line incision caused by the leads. The physician repositioned the leads and the pt is doing well following the procedure.